Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, a diabetes educator, contacted animas and alleged the following: a physician¿s office requested that she follow-up with an elderly patient again, to be sure she is using pump correctly. Patient was using pump correctly as of (B)(6) 2013. Patient has been hospitalized in diabetic ketoacidosis (dka) twice. Her blood glucose reading was ¿hi¿ and she was hospitalized in (B)(6) with a bg of 900 mg/dl and dka, and diagnosed with a urinary tract infection after admission. She stayed on pump except one disconnect for a test, as noted when suspend history reviewed. The patient is a poor historian many health issues including hypertension, renal failure on dialysis, and takes cholesterol medication. She recently endured the unexpected death of husband, who had done much of the pump management. Patient states pump malfunctioned, and told hcp she contacted pump support. Animas has no previous documentation of patient calling customer support (cs) for pump malfunction recently. Cs review found alarm history showing only low battery and low cartridge alarms since last visit with educator in (B)(6). Bolus history shows pt bolusing for bg and meals. Suspend history shows rare suspend. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the diabetic ketoacidosis.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: a review of the black box history indicated that data was overwritten on the reported event date. The last basal delivery was on (B)(6) 2013. No activity outside normal use was observed in the pump history. The total daily dose added up correctly and reflected the programmed basal target rate. The pump powered on and displayed the ¿verify¿ screen. The pump was successfully primed and exercised for 24 hours with no alarms or delivery interruptions. The force sensor was found to be within calibration. The pump passed the 29 hour flow accuracy test. The pump cover was removed; no intermittent conditions were found to the power circuit.